Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair center identified foreign material in the air/water cylinder and a dirty micro connector unit inside the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the air/water cylinder and dirty micro connector unit inside the scope connector could not be established.the event can be detected/prevented by following the instructions for use (IFU) which state:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.this MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.